Manufacturer narrative:
Submit date: 11/11/2016. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. There were no samples received for evaluation. Because a sample was not available for evaluation, a root cause analysis could not be conducted to determine the root cause of this reported issue. If samples are received at a later date, this complaint will be re-opened and the investigation continued. The production personnel were notified about the reported issue. A formal corrective and preventative action was implemented. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
Submit date: 08/17/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an adverse event occurred with the customer states that the patient came the outpatient unit presenting leak in the cuff (hole). There was need for hospitalization for treatment of infection. There was a decrease of nutrition support. Device usage time: 1 month.

Manufacturer narrative:
The device history record was reviewed and indicated that the product was released accomplishing all quality standards. A sample with lot number 526683364 was received for evaluation. It was found to have a pinhole on the tip of the balloon. The reported condition was confirmed. Corrective actions have been taken to address this issue. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.